Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a frozen pin in the plunger clamp in the reported problem area of the pipette assembly. Fse replaced all parts noted. The instrument was inspected, tested without further problem, and returned to service.